Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) showing system failure alarm. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. A getinge field service engineer (fse) visited site for inspection of unit. Fse confirmed the reported error and not working properly. Fse replaced main board (d670-00-0788) and solenoid driver board (d670-00-0639e) to resolve the issue. Fse performed all functional checks successfully and checked in working mode and handed over in good order.

Event description:
N/a.